Manufacturer narrative:
The customer was remotely assisted by spacelabs technical support to re-enable the network card and to initiate a reboot of the xhibit central station to resume telemetry monitoring. Investigative findings are unable to determine the cause of this issue as this is an isolated event. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of loss of monitoring telemetry patients from the xhibit central station. No injury was reported with this event.